Event description:
Reporter alleged blood glucose read 161 mg/dl while daughter's meter read 389 mg/dl. It was reported customer had results of hi and 300 mg/dl during back to back testing and went ot the hospital for an illness unrelated ot diabetes. Reporter stated meter read 178 mg/dl compared to hospital result of 400 mg/dl however were taken 6-7 hours apart. A request was made for the return of the suspect device and replacement product was sent.